Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she received a no delivery alarm during bolus delivery. Customer was instructed to disconnect at the quick release and perform fixed prime; insulin did exit and insulin pump alarmed no delivery. Customer was advised to disconnect and reconnect the reservoir and infusion set and push insulin; it did not exit the tubing and there is greater than normal resistance with the plunger push. Customer was advised to change the infusion set and reservoir. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.